Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, on surgical stapling, the device did not fire and the surgeon was not able to squeeze the handle. The stapler did not advance the clipping system and there is no indication that it was cut or implanted. It got hard and did not advance. They opened another stapler to complete the case. There was no patient injury.